Event description:
The 355sd was used during a laparoscopy. The safety shield locked out when pressure was applied to the tip. The surgeon was able to still use the device. There was no consequence to the patient.